Event description:
During the procedure, after transseptal access was obtained, an error message "no catheter connected" was received and the catheter was not recognized. The connections were confirmed, the tactisys was rebooted, and the catheter was replaced but the issue remained. A third catheter was opened and connected while in the package and the issue reoccurred. The procedure was cancelled and rescheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. Optical inspection of the fiber optic ports revealed a fracture in the fiber optic port of channel 2. The returned tactisys quartz was successfully powered on. The reported complaint of no connection was confirmed. Based on the information provided to abbott and the evaluation performed, the results of the investigation concluded the cause for the reported event was due to a damaged fiber optic port of channel 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.